Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (concentration 20 mg/ml, dose 10.9 mg/day) via an implantable pump. A motor stall occurred. It was not known as to what may have led or contributed to the issue. No patient symptoms were mentioned. Diagnostics/troubleshooting done was reprogramming with n'vision. Actions/interventions taken were reported as oral medication substitution and in house hospital stay. At the time of this report, it was unknown as to whether the issue was resolved. Patient status was alive no injury. Surgical intervention did not occur and it was unknown whether it was planned. Additional information received on (B)(6) 2016 indicated that no further actions/interventions were taken to resolve the issue, the motor stall recovered on its own. The pump was not going to be explanted and replaced. According to the physician, the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.